Event description:
Report receive of an overdelivery. On an unspecified date, the pump was programmed to deliver hydromorphone 0.2mg/ml in the pca+continuous mode, a continuous rate of 0.1mg/hr, a pca dose of 0.1mg, an 8 minute pt lockout, and a 3.2mg 4 hour limit. The customer reported that in 2004 at 1100, a new 30ml vial was placed in the pump, and therapy was resumed at the programmed settings. At 1130, the nurse noted that the pump delivered "more than expected." Therapy was stopped and the device was removed from clinical service. It was reported that "the pt was comfortable, but hypotensive." The pt's blood pressure at the time of the event was unspecified. No medical interventions were required. Therapy was resumed "approx 1 hour later, when the pt's blood pressure came back up," using a replacement pump and the same hydromorphone vial. There were no reported adverse pt effects. Though requested, no additional info was provided.